Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was dislodged during suturing. The rv lead was removed and replaced with the new lead on (B)(6) 2025. The patient was stable throughout.